Event description:
Reporter indicated via clinical notes received to the manufacturer dated (B)(6) 2012 that the patient has sleep apnea. The patient does have a pre-vns history of sleep apnea, but it is not known if vns may be exacerbating the sleep apnea. Attempts for additional information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.